Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-02-23. The pump logs indicated that the patient was receiving baclofen [500 mcg/day] at 120.07 mcg/day. The logs show a motor stall occurred on (B)(6) 2016 at 11:14, followed by a motor stall recovery at 11:44, and a motor stall on (B)(6) 2017 at 00:03 followed by a "stopped pump period may exceed tube set" message on (B)(6) 2017 at 00:03. There was no indication that the stall recovered. No further patient complications were reported as a result of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-23. The pump was replaced on (B)(6) 2017. The pump would be sent back to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml lioresal at a dose of 110 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a motor stall occurred. The patient visited a hcp on (B)(6) 2017 complaining of baclofen withdrawal symptoms. The hcp interrogated the pump and received a motor stall message on her programmer. The hcp prescribed oral baclofen and the patient was immediately referred to another hcp for replacement on (B)(6) 2017. The issue was resolved at the time of the report and the patient status was alive with no injury. There were no applicable environmental, external, or patient factors that may have led to or caused the reported issue.

Manufacturer narrative:
Analysis of the pump found corrosion and wear on the internal gears inside of the motor, indicative of a stall due to gear wheel three. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.